Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the delivered volume is twenty percent above set specifications. The customer performed transducer calibrations, but the issue went unresolved. The customer determined the most likely cause of the reported issue is the turbine assembly. The customer reported there is no patient involvement associated with the event.